Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2023 to treat lower back pain. All intra-op testing returned good results and the device visually appeared to have been appropriately placed. Several months after activating the system the patient began to report issues with communication between the implantable pulse generator (ipg) and the external therapy discs. A surgical procedure was performed on (B)(6) 2024 to bring the ipg to a more superficial position to improve communication. No components were explanted or replaced and no new components were introducted during the procedure.

Manufacturer narrative:
There is no indication of any system or component failure or malfunction, as evidenced by all components remaining implanted and in use. The ipg was initially implanted in the flank area, in a location with loose and fatty tissue. No imaging was performed during troubleshooting, however the symptoms and location of the implant suggest that the device migrated beyond the recommended depth for optimal communication.